Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was achieved following the procedure and the issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing overstimulation in her lower back that cause her knees to become weak. Additional follow-up revealed the patient's ipg will not communicate. As such, the patient will undergo surgical intervention to address the issue.